Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received an open book image on the insulin pump screen. The customer's blood glucose level was 170 mg/dl. It was reported that the insulin pump had shown an image of a book and a red x. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No critical pump error alarms noted during testing. Pump error 75 alarmed during selftest and device received with high sleep current measurement due to severe corrosion on electronic board stack. Corroded force sensor assembly and moisture damage on motor assembly.